Manufacturer narrative:
The product was returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a2114 mayfield infinity xr2 skull clamp had threads broken off in the skull clamp on an unspecified date. It was unknown if there was patient contact, injury or surgery delay. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Unit received with the left and right pawls were cracked. The xr2 standard adaptor knob threads were broken off in the xr2 clamp base, unit received without the ratchet extension arm and the 80# torque knob. Unit received without pedi rocker arm or suit case. The device history record for item in this complaint was reviewed. No abnormalities relate to the reported incident were found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint is confirmed. Root cause for broken know is unknown, however the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.

Event description:
N/a.